Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture, noise, high pacing impedance and caused eight inappropriate shocks. As well, the lead was implanted past the use before date. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.